Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. Technical services stated: "the system shows a good image all the time." Additional part used: glidescope avl monitor, catalog: 0570-0314, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 1-2, the baton was not recognized by the monitor. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.